Event description:
A licox catheter was used with a hemedex quad bolt and it became dislodged at luer lock, exposing the catheter to air. It was reported that there was no patient injury. However, revision/medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 16mar2016. The product was not returned for evaluation. DHR review: no anomalies have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. No further complaints with the same failure mode were found. No trend. Root cause could not be determined since the product was not returned.